Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty sternum panel. The paddles were scrapped. The customer received a replacement set of paddles.

Event description:
Complainant alleged that during biomed testing, the device caused the defibrillator to inappropriately display a release button message. Complainant indicated that there was no patient involvement in the reported malfunction.